Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was out working in the field for 2 hours, but did a little too much work, so they decided to lay in the grass and was zapped in the waist all the way down. The patient was wondering if they should turn themselves up when they go to do something, like more work. The patient stated that the device has improved their quality of life by at least 90% and they went from taking 1800 mg of gabapentin down to 600 at night so they don't wake up in pain. The patient stated that they knew that they if they did some things too much they would have some pain, but the device was great. The patient was released to "do more activities" and was told the lead would be scarred in by then. The activity guidelines were reviewed with the patient. The patient was redirected to their healthcare provider (hcp) to check the system regarding the zap. It was reviewed that stimulation can change with positional movements, but the patient stated the zap had never happened before. No further complications were reported or anticipated.